Event description:
(B)(4). The provider states the bearings on the right wheel bearings came apart. The provider states the wheel is leaning in and due to the bearing issue, the wheel is lopsided. No injuries noted and the consumer had the chair for less than 4 months and there are no heavy wear signs per the provider (B)(4).